Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. This was reportedly the first time that device diagnostic testing had been performed since initial implant. Treating neurologist indicated that the pt "rough-housed" a lot with his handlers and indicated that it took 3 people to "keep the pt in check" because he is a huge guy and mentally retarded/developmentally delayed. Neurologist indicated the he was concerned about trauma to the vns implant sites because of the pt's behavior. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-ray was inconclusive in determining whether there were any discontinuties in the vns therapy system due to poor quality. Revision surgery is likely due to suspected lead break or generator/lead connection problem.